Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with an elevated blood glucose (bg) level (specific bg value was not provided) with ketones of an unknown size on (B)(6) 2026. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin as well as correction injections to address the elevated bg. Customer was discharged on (B)(6) 2026 with the issue resolved and no permanent damage.